Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Four introducer dilators and three introducer sheaths were returned for evaluation. All four dilator tips were observed to have damage, with one of the corresponding sheath tips having similar damage to that noted to its dilator tip. The investigation is confirmed for the reported introducer damage, specifically due to dilator tip damage.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0601170 port & catheter, implanted, subcutaneous, intravascular allegedly kinked. This report was received from a single source. Of the one event, did involve patient with no reported patient injury. The patients age, weight and gender were not provided.